Manufacturer narrative:
D10 concomitant product: sm-691 biosyn* 4-0 und 75cm c13 x36 (lot#: unknown); sm-690 biosyn* 5-0 und 75cm c13 x36 (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, postoperatively, there were breakages and spitting for the three sutures. It was noted that it was snapping when tying the knot and not breaking down properly, and noticed weeks later there was a irritation to the wound site. Initially, the wound looked good, but then one part did not. Under magnifying examination, it was discovered that the sutures were causing the inflammation.